Event description:
Additional information received reported the cause of the event was a wound infection. It was noted the patient experienced drainage and erythema. The patient did not require hospitalization due to the event. Patient outcome was reported as non-serious injury/illness. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was charging more frequently than expected. The patient was not able to make an adjustment to her implantable neurostimulator (ins) with the antenna attached. The battery charge level icon on the patient programmer (pp) and the patient recharger (insr) were not the same. The pp charger level depleted faster than the insr did. Poor communication on the pp was seen. The patient had issues "finding a spot to charge at one time." The patient also experienced a shocking or jolting sensation. The patient's ins turned itself off. The patient walked through a store and the security system turned the device off. The patient noticed that at night, the stimulation was off. When the patient turned her ins back on, she felt a jolt. This had happened in the past, but only had occurred when the patient turned her device on from off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65 lot#: serial#: (B)(4), implanted: 2012 (B)(6), explanted: product type: lead product ID: 37754 lot#: serial#: (B)(4), implanted: explanted: product type: recharger product ID: 37744 lot#: serial#: (B)(4), implanted: explanted: product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's incision site is filled with pus daily. The patient saw her physician the previous monday to discuss options. Between the options of antibiotics or device removal, the patient chose to have antibiotics. Although, the fluid was clearer, the incision site was still filling daily. It was also reported that the patient experienced pain if she turned the implantable neurostimulator (ins) off. The patient planned to see her physician again the upcoming friday. Additional information has been requested, but was not available as of the date of this report.